Manufacturer narrative:
Two vials of test strip lot 48020014 were provided for investigation where they were tested using retention controls. Specified target range 2.7-3.3 inr qc 1: 2.8 inr / 2.8 inr. Qc 2: 2.8 inr / 2.8 inr. Qc 3: 2.9 inr / 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results for 1 patient tested with coagucheck xs plus meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 2.8 inr. The result from the laboratory was 1.9 inr. The samples for the meter and lab tests were taken at the same time. The therapeutic range was not provided.